Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. Between follow-up visits, it was observed that the battery longevity of this device had decreased by 9.5 years. A copy of device memory was saved and submitted to technical services (ts) for review. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. Between follow-up visits, it was observed that the battery longevity of this device had decreased by 9.5 years. A copy of device memory was saved and submitted to technical services (ts) for review. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information indicating that the device has not been replaced. The patient continues being monitored via latitude (remote monitoring system), and is not dependent.

Manufacturer narrative:
Please note: country of occurrence has been corrected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. Between follow-up visits, it was observed that the battery longevity of this device had decreased by 9.5 years. A copy of device memory was saved and submitted to technical services (ts) for review. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported. This patient is currently being monitored via latitude (remote monitoring system).